Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the plastic on the device peeled off at the point of roticulation by itself, shortly after the procedure started.